Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number:2017865-2024-71592. It was reported that the patient presented with an infection sometime after a generator change. The entire system was extracted. There were no patient consequences.